Event description:
It was reported that during laparoscopic tubal ligation, the flap fell into the patient and was retrieved with a grasper. Another device was used to complete the case. There was no patient consequence.